Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. All cables and wires at the distal end were not broken or frayed. There was no damage to the conductor wire. The bipolar pins at the back end were not damaged. Failure analysis investigation also found the instrument's bipolar yaw pulley was broken. The yaw pulley was broken on the distal end on one side of the grip. The yaw pulley was broken and missing a piece that measured approximately .228 x .104. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, that broken wires were observed on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.